Event description:
It was reported that the pt's catheter fractured. The pt was not experiencing any symptoms. The pt was going to be undergoing a catheter revision or replacement. The pt's pump contained prialt. Additional info has been requested from the hcp, but was not received as of the date of this report. A follow up will be sent if additional info is received.